Event description:
Further follow-up with the treating physician indicated that piror to the vns implant the pt experienced >30 seizures per day. The pt experienced 1 to 2 seizures per day with the vns implant and the seizure type has not changed. The increase is not above the pt's pre-vns baseline frequency. It was reported that only the magnet output current was changed immediately prior to the pt beginning to experience the increase in seizures. The magnet current decrease likely did not cause an increase in seizures. The physician noted that he does not believe the increase in seizures was related to the vns and that there have been no further complaints of a seizure increase from this pt. The physician stated the cause of the seizures increase is unknown.

Event description:
Reporter indicated that the patient has experienced an increase in seizure frequency and severity along with a change in mental status since an adjustment to programmed parameters. It was reported that the generator battery was "checked out" at the time of the adjustment to programmed parameters and that it was found to be "ok". It was also reported that the patient had discontinued use of their apnea machine. The patient plans to follow-up with their neurologist. Investigation to date has been unable to determine whether the increase in seizure activitiy was an increase above pre-vns baseline, as no response has been received to manufacturer's requestes for additional information from treating neurologist.